Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " two staples are fired at the same time". Additionally, it was reported that this caused damage to the patients skin. Another stapler was used to complete the procedure.

Event description:
It was reported " two staples are fired at the same time". Additionally, it was reported that this caused damage to the patients skin. Another stapler was used to complete the procedure.

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming-multiple staples firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 25 staples remaining in the cover block, indicating at least 10 staples were fired by the end user. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. Upon functional inspection, the stapler could not consistently fire staples properly. The sample was disassembled. Die casting were observed anomalies on the forming tool. The source of the staple misalignment could not be conclusively determined. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A device history record review was performed, and no relevant findings were identified. Further investigation has been initiated under teleflex's quality system by the manufacturing site to evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.